Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device noted that the clip assembly was deployed and jammed onto the bushing. The clip prongs were locked into the capsule. There is not enough information to identify what might have caused the reported failure. Therefore the most probable cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto the tissue but failed to release from the catheter even after moving the handle back and forth. Reportedly, the clip was pulled off from the mucosa, and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto the tissue but failed to release from the catheter even after moving the handle back and forth. Reportedly, the clip was pulled off from the mucosa, and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.